Event description:
This system was explanted, due to infection. The polyrox was technically capped, but enough of it was returned, that we can do an analysis on it. Cylos dr, 1028232-2009-00685, elox 53 bp, MDR 1028232-2009-00686.